Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported that the battery was unable to eject. The fse replaced the conical spring (0214-00-0208). The unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated service visit by a getinge field service engineer the, cardiosave intra-aortic balloon pump (iabp) battery was unable to eject .there was no patient involvement reported.